Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that she was not receiving low alerts anymore. The customer's blood glucose level was 40 mg/dl. Her blood glucose level was low because she was fasting for a procedure. The customer treated her low blood glucose level with food and orange juice. The device was not returned.